Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of this complaint was traced to component failure - expected or random component failure without any design or manufacturing issue. In addition, the following reportable malfunctions were identified during the device evaluation: irregular adhesive on the distal tip rubber, deterioration of glue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device light lens seal worn out. This is occurred during maintenance. There were no reports of patient involvement.